Event description:
It was reported that there was a malfunction resulting in error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
There was no gehc employee visit to this site, therefore the repair is unknown. The customer declined ge service. No repair information available. No report of patient involvement. Legal manufacturer: (B)(6).